Event description:
Procedure: colectomy. According to the reporter: the stapler fired and cut, but staples did not form properly resulting in incomplete staple line and minor bleeding. This was the fourth reload and all prior reloads worked properly. The procedure was repeated immediately, with another endo gia handle and add'l staple loads. Pt appeared fine at close of surgery. Surgery time extension was reported as over one hour.